Manufacturer narrative:
Investigation results: the complaint of damaged extension tubing was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was provided for investigation. A breach was identified in the extension tubing. A circumferential impression was observed in the tubing and the tubing was partially split open along the impression. The compression edge of the clamp was noted to be deformed and had a relatively sharp edge, which was likely a contributing factor in the reported issue. No other similar complaints were reported from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva tubing cracked. The following information was provided by the initial reporter: piv catheter tubing cracked. Malfunctioning medical device kept in scm office. Nurse explained the line cracked at the point of use. No noticeable damage on the packaging or line. Date of event: 11/4. No harm to patient.